Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device appeared to be clean. No breaks or holes were present along the length of the catheter. No anomalies were noted to the distal tip or along the length of the catheter. Performance/functional evaluation: the device was attached to the transducer of the in-house generator. An in-house device was used to flush the catheter with saline. The device was able to produce vibrations throughout the entire length of the catheter. Misting was observed coming out from the distal tip, indicating that the device was vibrating properly. The distal tip of the catheter was pressed against one end of a 5mm plaster tile, and was able to penetrate the tile with no issues. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for a broken catheter, as no breaks were present and the device was able to successfully vibrate and mist during laboratory functional testing. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter; set the irrigation system to 0.3ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. Warning! Do not use a crosser catheter without proper irrigation as device damage and/or patient injury may result. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter was allegedly received broken. There was no patient involvement.